Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20302. The pt received 4 scs leads (off-label). Two leads of model# 3166 has the same lot number. Another two leads of model# 3159 has the same lot number. It was reported the pt experienced ineffective and positional stimulation. Reprogramming was attempted to no avail. X-rays will be taken as a next course of action.